Event description:
It was reported that during patient use, a ventilator generated an error message and became inoperable. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). Covidien was only authorized to flash the software on the new installed bdu pcb board. The ventilator passed all testing.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The tse recommended replacing the breath delivery (bd) central processing unit (cpu). The covidien field service engineer (fse) downloaded the latest software revision, and performed tests and calibrations. The unit passed all tests, calibrations and was found to be operating within the manufacturing specifications.